Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb, cine hard disk drive, cine backplane and cine fiber optic cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.